Event description:
It was reported that the customer has had high blood glucose levels for the past week and a half. Customer stated that her blood glucose level will come down with exercise or a syringe. Customer received a no delivery alarm and threw away multiple reservoir and infusion sets. Customer stated that the screen was slow to reach when she rewound the pump. Customer's blood glucose level was 507 mg/dl. Customer has symptoms including feeling thirsty and hungry. Customer has treated for her high blood glucose levels. Troubleshooting was performed and the pump passed priming and high pressure tests. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.